Event description:
It was reported that the patient experienced a loss of therapeutic effect from her implantable neurostimulator. The patient had a urinary tract infection but cannot correlate the two events. The patient raised stimulation from 3.3 to 3.8 volts and was able to feel stimulation at a comfortable level. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3093-28 lot# v154399 implanted: (B)(6) 2008 explanted: unk programmer model 3037 serial# (B)(4).